Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stuck in bolus program. The button error alarm could not be confirmed in the alarm history. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.